Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced problems with their implantable cardioverter defibrillator (ICD) in that the battery only lasted two years. The ICD was explanted. No patient complications have been reported as a result of this event.